Event description:
It was reported that during a remote follow up, noise was noted on the right ventricle (rv) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the physician suspected right ventricle (rv) lead damage, however, diagnostic imaging was not performed. Provocative testing was performed and the noise was able to be reproduced. The device was reprogramming. The patient was in stable condition.